Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Additional information was requested, and the following was obtained: did the patient suffer from any consequence due to the issue (pull off suture needle)? No. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - vicryl¿, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2021 and suture was used. During the procedure, the problem of pulling off suture needle happened when sewing in the cesarean section. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.